Event description:
It was reported that the customer's insulin pump had an error alarm. Advised the caller that the customer should be disconnected from the insulin pump, and put her on a back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.